Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), migraine ("migraines"), weight increased ("weight gain"), depression ("depression"), nausea ("nausea"), rash ("rashes"), alopecia ("hair loss"), fatigue ("fatigue") and allergy to metals ("metal allergies"). The patient was treated with surgery (removal scheduled for (B)(6) 2018). Essure treatment was ongoing at the time of the report. At the time of the report, the abdominal pain, genital haemorrhage, abdominal distension, migraine, weight increased, depression, nausea, rash, alopecia, fatigue and allergy to metals outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, depression, fatigue, genital haemorrhage, migraine, nausea, rash and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: not reported . Further company follow-up with the consumer or lawyer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and genital haemorrhage ('excessive bleeding/abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included overweight. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced migraine ("migraines"), dermatitis allergic ("rashes/allergic or hypersensitivity reaction- type: rashes"), fatigue ("fatigue"), allergy to metals ("metal allergies/nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced depression ("depression"), nausea ("nausea"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary tract disorder") and anxiety ("psychological or psychiatric problems condition: anxiety/depression"). In 2016, the patient was found to have weight increased ("weight gain") and experienced alopecia ("hair loss") and vision blurred ("vision/eye problems type: blurred vision"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), headache ("headaches"), pelvic pain ("pain"), adnexa uteri pain ("ovaries"), back pain ("lower back pain"), gastrointestinal disorder ("gastrointestinal or digestive system condition type"), skin discolouration ("rashes or skin conditions type: skin discoloration; spots and bumps all over body"), rash maculo-papular ("rashes or skin conditions type: skin discoloration; spots and bumps all over body"), rash macular ("rashes or skin conditions type: skin discoloration; spots and bumps all over body") and hypertension ("blood or heart disorder/condition type: high blood pressure") and was found to have hormone level abnormal ("hormonal changes describe:") and weight decreased ("weight decrease"). The patient was treated with surgery (removal scheduled for (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain and back pain was resolving and the genital haemorrhage, abdominal distension, migraine, weight increased, depression, nausea, dermatitis allergic, alopecia, fatigue, allergy to metals, hormone level abnormal, menorrhagia, bladder disorder, urinary tract disorder, headache, vaginal discharge, vision blurred, adnexa uteri pain, gastrointestinal disorder, weight decreased, anxiety, skin discolouration, rash maculo-papular, rash macular and hypertension outcome was unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, allergy to metals, alopecia, anxiety, back pain, bladder disorder, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypertension, menorrhagia, migraine, nausea, pelvic pain, rash macular, rash maculo-papular, skin discolouration, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram - on an unknown date: results: not reported. Further company follow-up with the consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 25-nov-2019: pfs received: new events- skin discoloration; spots and bumps all over body, high blood pressure, were added & few event were updated from vision/eye problems to blurred vision, psychological or psychiatric problems to anxiety. Outcomes were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("excessive bleeding/abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included overweight. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), migraine ("migraines"), depression ("depression"), nausea ("nausea"), rash ("rashes/allergic or hypersensitivity reaction- type: rashes"), alopecia ("hair loss"), fatigue ("fatigue"), allergy to metals ("metal allergies/nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary tract disorder"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems type"), adnexa uteri pain ("ovaries"), back pain ("lower back pain"), gastrointestinal disorder ("gastrointestinal or digestive system condition type") and mental disorder ("psychological or psychiatric problem- condition:") and was found to have weight increased ("weight gain"), hormone level abnormal ("hormonal changes describe:") and weight decreased ("weight decrease"). The patient was treated with surgery (removal scheduled for (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, genital haemorrhage, abdominal distension, migraine, weight increased, depression, nausea, rash, alopecia, fatigue, allergy to metals, hormone level abnormal, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, headache, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, visual impairment, adnexa uteri pain, back pain, gastrointestinal disorder, weight decreased and mental disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, allergy to metals, alopecia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, mental disorder, migraine, nausea, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram - on an unknown date: results: not reported. Further company follow-up with the consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 20-feb-2019: pfs received. Her demographic details were updated. Reporter information added. Product indication updated. Suspect drug explant date added. Following events were added: hormonal changes describe, abnormal bleeding (vaginal), menorrhagia, bladder or urinary problems or changes, urinary tract disorder, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),pain, vaginal discharge, vision/eye problems type, gastrointestinal or digestive system condition type, ovaries, lower back pain and she did not undergo essure confirmation test. Event clubbed: excessive bleeding/abnormal bleeding (general),metal allergies/nickel allergy,rashes/allergic or hypersensitivity reaction- type: rashes and bloating/gastrointestinal or digestive system condition type. Event severity added for: ovaries and lower back pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.